Manufacturer narrative:
Death date: (B)(6) 2017. Event date: (B)(6) 2017. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the proximal left circumflex artery with 95% stenosis, and was 20mm long with a reference vessel diameter of 2.25mm. The lesion with pre-dilatation and placement of 2.25mmx24mm promus element ¿ stent. Following post-dilatation, the residual stenosis was 5%. Seven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died and no action was taken to treat the event. The cause of death is unknown.